Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 99% stenosis. A 1.5x12mm rx mini trek balloon dilatation catheter was prepped and soaked outside of the patient anatomy, advanced without resistance and inflated. However, the balloon ruptured during the first inflation at 7 atmospheres. The bdc was removed from the patients anatomy without any resistance noted. Two additional attempts were made with non- abbott balloons to dilate the lesion, but were un-successful. The first non-abbott balloon ruptured and the second non-abbott balloon did not fully expand the lesion. A third non-abbott balloon was used to dilate the lesion and the procedure was completed after stenting. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.